Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user interface (ui) of a spectrum pump was very slow. The reporter indicated that when a button was pushed, "2-3 seconds would go by before the ui responds". This occurred during programming/set up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: initial aware date is 4/22/2022 (as documented in duplicate (B)(4)). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.